Event description:
It was reported that the patient was in an accident. Both the atrial and rv leads dislodged. The leads were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.